Event description:
The caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows:date: inratio inr: laboratory inr:(B)(6) 2015 1.4 2.63 therapeutic range: 2.5 - 3.5. The time between testing was unknown. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.